Event description:
Reportedly the surgeon was using a fixture mount to place an implant. The surgeon to remove the fixture mount from the implant and discovered that the fixture mount would not release from the implant. During the same surgery, the surgeon then removed the implant from the pt's mouth, and was able to place a different implant into the site during the same surgery. Pt injury has not been reported.